Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gcfrgd reload was returned with no apparent damage. The package was returned opened along with the reload. Upon visual inspection, the seal area was noted complete with any issues or damages related to integrity. Additionally, a photo was provided and it showed reload inside of its open package with the staple retainer placed in opposite side. However, no damages could be observed on the package. The event could not be confirmed as no damage was noted on the package. This report is not intended to deny that you experienced a problem with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/26/25. D4: batch #unk. The provided photo was reviewed, and no root cause can be determined without sample evaluation. As the customer stated that a sample is available for analysis, the complete evaluation will be documented when the sample is received. If the sample is not returned for evaluation after following up with the customer, the photo will be analyzed and documented. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gcfrgd with lot number 488c12; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the seal was opened on the packaging before used on the patient. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.